Event description:
A customer contacted physio-control to report that their device was unable to deliver defibrillation shock multiple times when attempted during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section g3, reportability awareness date of the supplemental medwatch report indicates 08/31/2020. Section g3, reportability awareness date of the supplemental medwatch report should indicate 07/28/2020. Section a2, age at time of event of the supplemental medwatch report indicates blank. Section a2, age at time of event of the supplemental medwatch report should indicate 50 years. Section a3, gender of the supplemental medwatch report indicates blank. Section a3, gender of the supplemental medwatch report indicates m. Section a4, weight of the supplemental medwatch report indicates blank. Section a4, weight of the supplemental medwatch report 80kg. Section b5, executive summary of the supplemental medwatch report indicates a customer contacted physio-control to report that their device was unable to deliver defibrillation shock multiple times when attempted during patient use. There were no reports of adverse effects to the patient as a result of the reported event. Section b5, executive summary of the supplemental medwatch report should indicate a customer contacted physio-control to report that their device was unable to deliver defibrillation shock multiple times when attempted during synchronized cardioversion. There were no reports of adverse effects to the patient as a result of the reported event. The electronic patient record was downloaded and reviewed. There was no evidence of shock button presses, but only sync button presses on the reported event date. The sync function was turned on and off throughout the file and each of the two times the device was charged, it successfully delivered defibrillation therapy. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was unable to deliver defibrillation shock multiple times when attempted. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Section a1,patient identfier of the initial medwatch report indicates none section a1,patient identfier of the initial medwatch report should indicate ni. Section b5,event description of the initial medwatch report indicates a customer contacted physio-control to report that their device was unable to deliver defibrillation shock multiple times when attempted. There were no reports of patient use associated with the reported event. Section b5,event description of the initial medwatch report should indicate a customer contacted physio-control to report that their device was unable to deliver defibrillation shock multiple times when attempted during patient use. There were no reports of adverse effects to the patient as a result of the reported event section h10 and/or h11 additional mfg narrative type of the initial medwatch report indicates physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10 and/or h11 additional mfg narrative type of the initial medwatch report should indicate physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was unable to deliver defibrillation shock multiple times when attempted during patient use. There were no reports of adverse effects to the patient as a result of the reported event.